Event description:
It was reported that the customer questioned suspected early elective replacement indicator (eri) on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. The device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Continuation: product ID 6947 implantable tachy lead implanted: 2008-(B)(6), 1688t competitor implantable pacing lead implanted: 2006-(B)(6). (B)(4)